Event description:
The customer reported a leak at the air vent of the drip chamber after 7-8 hours of tpn infusion. The customer was using the set with the air vent opened. Since they started using the set with the air vent closed, they have not experienced any leaks. There was no report of patient harm or medical intervention. No add'l info provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for evaluation. (B)(4).